Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two blue 60 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. A review of logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. The instrument was not returned with a reload to confirm the customer's complaint. The sureform 60 stapler was installed on the system three times and fired three reloads. On the first install, the first clamp was incomplete. The next clamp was successful, and the firing was completed with four to five pauses for compression. On install two and three, the first clamp was successful, and the firings were both completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the provided images was performed. The images show a staple fire event across tissue that appears to be the stomach. The images indicate the surgeon was suturing the tissue and blood was noticed to come from the left side of the staple line. The images show unformed staples. Based on the review of these images, the root cause could not be determined. The patient's body mass index (bmi) was reported to be 57 kg/m2 with a height of 174 cm.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler instrument fired a blue reload and pushed the target stomach tissue while creating the sleeve. This staple line was crossing a previously fired staple line as the surgeon was transitioning from a horizontal staple line to vertical. The stomach tissue was pushed as the blue reload fired the full-length, the blade cut tissue, but staples did not apply to tissue properly. This resulted in a hole in the stomach and a 50cc blood loss; no transfusions were performed. The surgeon said they saw the blade become caught on something while firing, causing the tissue to be pushed. This event also resulted in loose staples. The surgeon reported retrieving all loose staples from the surgical field and from the stomach tissue. The surgeon sutured the location of the stomach this event occurred at with two layers of vicryl sutures. The sleeve was continued with a new sureform 60 stapler instrument and reload. The surgeon said this event resulted in the stomach being more narrow than normal due to the tissue push and suturing. Post-operatively, the patient experienced more nausea than average, vomiting, and required an additional night in the hospital. The patient also experienced a decline in hemoglobin, but did not require a transfusion. The patient has been discharged and is scheduled to meet with the surgeon for check-ins. On (B)(6) 2025, intuitive surgical, inc. (Isi) received user facility report mw5171513 stating: "davinci stapler did not seal tissue properly when used by surgeon.".